Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. In addition, it was reported that intermittently the load fill tubing process had to be performed multiple times. Customer re-loaded the cartridge multiple times to resolve the issue. Reportedly, the customer had overfilled the cartridges. Customer began loading just under 300 units of insulin into the cartridges and the issue resolved. Customer¿s blood glucose level was between 100-200 mg/dl.